Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had an increase in frequency at the initial connection with recharging her micro device and electric shocks during the charging phase. The recharger had already been set to slow charge mode and the patient is using the belt to charge.